Event description:
It was reported that the device displayed no sensor inserted during sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A sensor failure due to low counts aberration was observed in the data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The product was evaluated. An external visual inspection was performed and passed. A review of the share logs was performed and confirmation of the complaint was not confirmed. The probable cause could not be determined. In addition, a transmitter failure was found in connection to the allegation. No injury or medical intervention was reported.